Event description:
It was reported the subject device had abnormal image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg glass was chipped; the ccd glass was cracked; component failure of the distal end cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg glass was chipped and the ccd glass was cracked were caused by a component failure of the distal end cover glass. The most probable cause of the complaint "the lg glass was chipped and the ccd glass was cracked" was cause traced to component failure. The most probable cause of the complaint "abnormal image" was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.